Manufacturer narrative:
The insulin pump was received with moisture damage noted on all the electronic assemblies. However, no unexpected blank display anomalies noted during testing; no punctures on the isolation tape on the lcd board noted. The insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer stated that the pump was exposed to pool water. The customer went into the pool and forgot she had the pump. The customer was unable to check alarm and unable to run self-test due to water damage. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.